Event description:
It was reported that during a scheduled deep brain stimulation (dbs) lead implantation procedure, the physician encountered difficulty mobilizing the lead extension header. Attempts to free and reposition the lead extension header were unsuccessful. The physician subsequently made an additional incision, which allowed the lead extension header to be freed. Scar tissue was observed around the extension header, and the physician noted that untrimmed port plug material may have contributed to the scarring. Additional functional testing identified a high impedance on one contact of the right ventral intermediate nucleus (vim) lead. The physician attempted to clean the extension header and troubleshot the high-impedance condition; however, these efforts were unsuccessful. The physician elected to complete the procedure with the lead extension remaining implanted. It was noted that slight bending of the lead extension was observed during exposure. The patient recovered well postoperatively, and according to the physician, will proceed with device programming. No further intervention is anticipated at this time. The model and serial number on the reported right lead extension could not be confirmed therefore are reporting on both lead extensions.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model/catalog description: 55cm 8 contact extension model: nm-3138-55 serial: (B)(6). Batch: 7106605 UDI: (B)(4).